Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the patient had bleeding along staple line. The patient underwent laparoscopic sleeve gastrectomy where the devices were used. There was unanticipated tissue loss as the result of the problem. Patient status was unknown.